Manufacturer narrative:
Concomitant medical devices: - continuum acetabular shell with cluster holes # item 00875705601 lot 63042958; self tapping bone screw # item 00625006525 lot 63029103; neutral liner # item 00875101240 lot 62995193; kinective technology modular neck # item 00784801400 lot 62831447. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03135, 0001822565-2018-03137, 0001822565-2018-03141 and 0001822565-2018-03142. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised 5 months post initial surgery due to pain, loss of function and loosening of the femoral component. The surgeon revised all the components with a concern of infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the femoral stem.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The reported event was confirmed by review of operative notes. The product was not returned therefore, no product evaluation could be conducted. The DHR was reviewed and no discrepancies relevant to the reported event were found; however, the root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03135-1 0001822565-2018-03137-1 0001822565-2018-03141-1 0001822565-2018-03142-1